Event description:
It was reported that this patient was seen for a regular follow-up appointment, where high, out-of-range pacing impedance measurements of greater than 3000 ohms were noted from a competitor's right ventricular (rv) lead. Variable amplitudes and sensing were also observed. Provocative maneuvers were performed which did not elicit any noisy signals nor changes in impedance measurements. Boston scientific technical services were contacted and discussed that because these gradual changes were most likely due to patient factors. Normal follow-ups were recommended and the patient will be seen in-clinic in a few months. No adverse effects were report and this system remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).